Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console when the device was turned on. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console when the device was turned on. The device was immediately exchanged with a backup device. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2025-05-17 the rotaflow console (rfc) and rotaflow drive (rfd) were found to be defective. The rfc control needs to be replaced and the rfd has to be repaired by the supplier. The customer has not accepted the repair yet. New information has been provided on 2026-04-16 that the device has been repaired by the supplier (B)(6). The affected rotaflow drive (rfd) was sent for inhouse repair to getinge service department via RMA 3792 on 2026-03-04 and the failure could be confirmed. Therefore, the rfd was sent to the supplier (B)(6) for repair on 2026-03-10. According to the rma2026-10043 the "head error" could be confirmed and electrical parts have been replaced by the supplier. After the repair, the rfd was successfully tested according to the service protocol by the getinge service department on 2026-04-27 and was sent back to the customer for clinical use. Based on these investigation results the reported "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Rotaflow console: a review of non-conformities was performed on 2025-07-16 and during the time from 2020-08-21 to 2025-05-13 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on 2020-08-21. Rotaflow drive: a review of non-conformities was performed on (B)(6) 2026 and during the time from 2020-01-28 to 2025-05-13 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced on 2020-01-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3.: take damaged devices out of service immediately and have them tested by the authorized service personnel. It is also necessary to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7: service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10: a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console when the device was turned on. The device was immediatly exchanged with a backup device. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. The patient data was not shared by customer. Accoriding to the ssu (sales and service unit) dated on 2025-05-17 the rotaflow console (rfc) and rotaflow drive (rfd) were found to be defective. The rfc control needs to be replaced and the rfd has to be repaired by the supplier. The customer has not accepted the repair yet. Based on these investigation results the reported "head error" could be confirmed. No exact root cause could be determined; however, the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Rotaflow console: a review of non-conformities was performed on 2025-07-16 and during the time from 2020-08-21 to 2025-05-13 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on 2020-08-21. Rotaflow drive: a review of non-conformities was performed on 2025-07-16 and during the time from 2020-01-28 to 2025-05-13 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced on 2020-01-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians' may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).